Manufacturer narrative:
A service report completed and dated 09/28/2018 and subsequent customer specified shockwave pressure test check confirmed on 10/01/2018 by dmta field service engineers which both indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The details concerning this individual patient outcome were not made aware to dmta. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.